Event description:
It was reported that a patient underwent a gynecological procedure to treat pelvic organ prolapse on an undisclosed date and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent mesh removal surgery on (B)(6) 2010 due to mesh erosion.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic organ prolapse. The patient underwent the concurrent procedure of a hysterectomy during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, bleeding, recurrence, dyspareunia, vaginal scarring, vaginal discharge, odor and fatigue. It was reported that the patient experienced mesh erosion causing chronic inflammation and pain and the patient underwent removal of eroded mesh on (B)(6) 2010. It was reported that the patient experienced mesh erosion and underwent removal of eroding mesh on (B)(6) 2012. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.